Event description:
Envoy medical corp. (Emc) was notified on 05-sep-2025 that during a battery change, when the surgeon went to remove the transducer leads from the battery ports to replace the battery, the driver snapped and was severed. The surgeon stated that the device was working until the start of surgery and confirmed that the driver lead was cut during surgery. The incision was closed and the surgeon coordinated with envoy to schedule a revision. Patient underwent a revision on (B)(6), 2025, during which both the driver and battery were replaced. Capacatance of the sensor tested within range during revision. Patient was seen for a fitting and reactivation on (B)(6) 2026, and all esteem diagnostics were confirmed to be within range. Patient/clinical history with emc: (B)(6)2005: implant. (B)(6) 2006: activation. (B)(6) 2006: 2 month. (B)(6) 2009: battery change. (B)(6) 2016: battery change. (B)(6) 2025: battery change attempt. (B)(6) 2025: revision. (B)(6) 2026: fitting.

Manufacturer narrative:
During a battery change, when the surgeon went to remove the transducer leads from the battery to replace it, the driver lead snapped and was severed. Driver has been implanted since 2005, but no definitive conclusion can be made until the driver is returned to envoy for rpa. A revision was performed to replace the cut lead, which resolved the issue.

Manufacturer narrative:
During a battery change, when the surgeon went to remove the transducer leads from the battery to replace it, the driver lead snapped and was severed. Driver has been implanted since 2005, but no definitive conclusion can be made until the driver is returned to envoy for rpa. A revision is planned to replace the driver, which is expected to resolve the patient issue.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 that during a battery change, when the surgeon went to remove the transducer leads from the battery ports to replace the battery, the driver snapped and was severed. The surgeon stated that the device was working until the start of surgery. The incision was closed and the surgeon is plans to coordinate with envoy to schedule a revision. Patient/clinical history with emc: (B)(6) 2005: implant (B)(6) 2006: activation 19-apr-2006: 2 month (B)(6) 2009: battery change (B)(6) 2016: battery change (B)(6) 2025: battery change attempt.